Event description:
When the box of guidewires labeled part number 0684-00-0254-04 (.020 nitinol guidewires) which is the part number labeled on the outside of the box was opened, part number 0684-19-0052 (.030 staged guidewires) were in the box. This event occurred when the datascope salesperson received the box of guidewires at his home. Wires were never used at the facility. Event complications: never used on a pt - reported 9/24/99. Pt's current status: na - reported 9/24/99.